Manufacturer narrative:
The reported field event of an explant due to an advisory device was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No patient symptoms were reported. Patient was discharged.